Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during fill 6 of 6. The ultrafiltration (uf) equaled -679ml. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) instructed to cycle the power to clear the alarm and explained it to the hp. There was nothing unusual noted about the supplies during the troubleshooting that could cause or contribute to the reported alarm. The hp was going to drain manually. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.